Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area at the distal end was damaged, the meniscus of the charged coupled device section was broken and the image quality was poor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the investigation finding, the poor image quality was attributed to a broken meniscus in the charge coupled device section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had flicker observed on the scope image. The issue was found during reprocessing. There were no reports of patient involvement.